Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 400 mg/dl. The patient changed her infusion set and bolused. The no delivery alarm was resolved by a complete set and reservoir change. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.